Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the lancet drum cracked when the user tried to turn the drum with the lancing device´s lever to its next position. The lever got stuck while being turned and then the user could hear the lancet drum crack. When removing the cap from the lancing device, lancets fell out of the broken drum. This occurred on several occasions.

Manufacturer narrative:
Section g1 has been updated.